Manufacturer narrative:
The device was not returned for investigation. It is believed that the device performed correctly; therefore, no device failure due to hemostasis was achieved. The pseudoaneurysm event is likely due to the patient moving and nearly falling of the table immediately following hemostasis which disturbs the natural clotting at the access site. This does not follow standard procedure for ambulation. The angiograms were obtained and reviewed by essential medical. It was stated that the manta lock is shown in the appropriate place and a possible psuedoaneursm/bleed distal to the access site was seen on the angiograms. The EU IFU was reviewed and identifies other access site complications leading to bleeding, hematoma, psuedoaneurysm, etc. Possibly requiring endovascular intervention or surgical repair as possible adverse events. The document history was reviewed and no non-conformities were identified. Based on the information reviewed there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The EU IFU was reviewed and lists access site complications leading to pseudoaneurysm possibly requiring endovascular intervention as a possible adverse event. Further investigation into risk documentation, angiogram review, and device history record will be completed.

Event description:
A tavi procedure was performed on a (B)(6) patient on (B)(6) 2019 in (B)(6). The procedure was described as going well, but immediately after removal of the procedure sheath, the patient "became excited, he complained of nausea." A manta 18 f vascular closure device was used for closure and immediate hemostasis resulted. The patient then "had to break and nearly fell off the table." An angiogram was preformed after his near fall. It was noted that a pseudoaneurysm was seen on the angiogram. Manual pressure was applied and the pseudoaneurysm resolved. Although the pseudoaneurysm was apparently resolved with 6 minutes of manual pressure, the physician elected to also place a covered stent at the access site.